Event description:
It was reported that the left ventricular (lv) and the right ventricular (rv) lead had high capture thresholds. The patient opted to not replace the leads and they both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224trk implantable biv defibrillator, (B)(6) 2011; 419688 implantable pacing lead, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).